Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. As received the device had no telemetry. The device was cut open and analysis performed noted the battery was at end of service (eos) level prematurely. The cause of premature depletion was consistent with latch-up due to an unknown component on the hybrid. A new battery was attached to perform further testing. Analysis performed indicated normal device functionality. Longevity assessment was performed and the device was found to have premature battery depletion.

Event description:
It was reported that the during a follow up in clinic, the device was unable to be interrogated. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.